Event description:
It was reported that the insulin pump had physical damages. The customer stated that there were cracks on the battery and reservoir compartments, and there were scratches on the screen of the device making the screen hard to read. The customer's blood glucose was 70 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, protruded/loose drive support disk.